Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd88310, gd880799 and gd881565 with no defects noted. A batch review was conducted for potentially associated lot number gd879924 which revealed voids were noted in the pouch seal during manufacturing. Corrective actions were implemented by the manufacturing facility and a re-inspection of the lot was performed which revealed all affected units were removed prior to release of the lot. The cause of the peritonitis was the patient's medical condition (perforated colon). Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of a perforated colon and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call with baxter customer services, the consumer stated that on an unreported date, the patient experienced a perforated colon. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized that same day. The consumer stated that the cause of the peritonitis was a perforated colon. Treatment information was not reported. Dianeal therapy was ongoing. On (B)(6) 2011, the patient was discharged from the hospital. The patient was recovering from the peritonitis. The outcome for the event of perforated colon was not reported. The consumer reported that the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of perforated colon. The consumer declined to have the patient's nurse contacted.